Event description:
This pt has total knee replacement right in 2001, revision due to loosening in 2003. The pt has had continued complaints of pain, and must use a cane for ambulation. X-rays show the femoral component is loose, during the procedure the surgeon discovered the femoral to be loose and removed and replace the femoral component and the insert.